Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the icm was "malfunctioning". On follow up it was reported that the icm detected atrial bigeminy as atrial fibrillation (af) episodes. The icm remains in use. No patient complications have been reported as a result of this event.